Manufacturer narrative:
Qn#(B)(4). The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon leaked causing the device to come out of the patient. The patient's condition was reported as fine.